Manufacturer narrative:
Event summary: visual inspection of balloon catheter showed the device was intact with no apparent issue. Smart chip verification showed that the catheter has been used for twelve injections. System notice (#50005) indicating that ¿the safety system detected fluid in the catheter and stopped the injection¿ immediately appears upon connecting the catheter to the console. Unable to perform the performance test due to persistent system notice. Dissection showed a guide wire lumen kink and breach 1.30 inches from the tip inside the balloon segment. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.